Manufacturer narrative:
The saber pta balloon catheter was inserted and inflated at its nominal pressure; however it ruptured in the stenosed lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prepped normally. Then, the saber pta balloon catheter was inserted and inflated at its nominal pressure; however it ruptured in the stenosed lesion. The device was removed intact (in one piece) from the patient. It was unknown how the procedure was completed. The procedure was finished successfully. The product was not returned for analysis. A device history record (DHR) review of lot 17564793 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown except for the presence of a stenosis of unknown rate which may have contributed to the reported event as a stenotic lesion may cause damage to a balloon catheter. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber pta balloon catheter was inserted and inflated at its nominal pressure, however it ruptured in the stenosed lesion. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the instruction for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. Then, the saber pta balloon catheter was inserted and inflated at its nominal pressure, however it ruptured in the stenosed lesion. The device was removed intact (in one piece) from the patient. It was unknown how the procedure was completed. The procedure was finished successfully. The product will not be returned for analysis.